Event description:
Respiratory therapy (rt) was working the nicu and taking care of a ventilated patient. Rt heard an avea ventilator alarm in a patient's room. Upon arrival to patient's room, rt saw the ext high peak alarm in red on the ventilator screen. She called supervisor, who was in the hallway, to the bedside, since this is a rare and unusual alarm situation. Rt took the patient off of the ventilator and began ventilating with the neopuff. The patient remained stable. A second supervisor was also present, but none of the three therapists had witnessed this alarm screen previously. Bio-med was paged immediately. The respiratory care equipment tech brought another avea ventilator to place on the patient. The new vent was set-up and placed on the patient.